Event description:
Reported via china aer database: it was reported that "the shell of the apl switch of the anesthesia machine fell off, and the value was no longer corresponding to the original value". This failure was reported to have been discovered during patient use. However, it was confirmed that no patient injury occurred.

Manufacturer narrative:
The end user replaced the adjustable pressure limiting valve to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.